Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen, morphine, and another drug (drug name not provided) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2019 it was reported that the patient was in extreme pain which began suddenly on (B)(6) 2019 and they suspected that the catheter had migrated from the intrathecal space. The patient was in the hospital and the hcp was wanting to have the pump interrogated. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a physician. It was reported that the patient was having some issues related to her pain pump. The patient was experiencing some non-specific pain and pressure in her lower abdomen and down to her groin. The date of the event was (B)(6) 2019. The pump was refilled approximately a week ago and the symptoms started 3 days ago. It was further indicated that the patient was subjectively having a bunch of pain but was otherwise stable. The pump was not alarming. The pump was currently administering morphine of unknown concentration at an unknown dose rate. On 2019-jun-07, additional information was provided via the patient¿s nurse. It was indicated that the patient told her physician that she couldn¿t walk but the nurse indicated the patient could walk just fine. Compatibility guidelines regarding magnetic resonance imaging (MRI) was requested. It was unknown if the MRI procedure was due to a problem with the patient¿s device or therapy. The date of the event was (B)(6) 2019. The pump was noted as currently administering baclofen of unknown concentration at an unknown dose rate. On 2019-jun-09, additional information was received via an alternate physician. The patient was in the hospital due to excruciating pain down their legs, back, and buttock. The physician wanted the pump interrogated. The change in therapy/symptoms occurred suddenly. The date of the event was described as having occurred for one week in (B)(6) 2019 (specific month and year known only). The pump was noted as currently administering morphine of unknown concentration at an unknown dose rate.